Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for an integrated circuit. Performance data collected from the device was received and analyzed. Cardiac compass and atrial and ventricular rate histograms both have invalid data messages.

Event description:
It was further reported that the device was explanted and replaced and upgraded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Cardiac compass and atrial and ventricular rate histograms both have invalid data messages. (B)(4).

Event description:
It was reported that the patient experienced an episode of atrial fibrillation (af) with rapid ventricular response (rvr), and emergency services were called. The patient was externally defibrillated due to a suspected arrhythmia. Upon device interrogation following the external defibrillation, the device exhibited missing lead performance trends and rate histograms, as well as additional invalid data. It was suspected that the external defibrillation caused a memory corruption, and the device is expected to recover. It was also noted that a month later, the patient was shocked by their device appropriately then received another appropriate shock later in the day. It was noted that the corrupt data issue had occurred again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.